Event description:
During a conversation with the reporter referenced on manufacturer's report 2936999-2010-00768, the reporter stated that the nurse manager had reported to her that they had a previous cuff leak failure on a previous patient. She did not have any further information and advised that she would need to go back to the nurse manager to obtain anything further. The type of trach is unknown at this time. She did indicate that this was reported to her as a cuff leak. Information regarding any recannulation required is not known at this time.

Manufacturer narrative:
The manufacturer has notified the FDA of the recall on 04/13/2010.